Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded traces on keypad flex connector. The pump was unable to perform displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to unresponsive buttons. The pump was also received with corroded electronic assembly, cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was 105 mg/dl. The customer stated that the buttons on her pump are not working well. The customer stated that she took out the battery and received battery out limit. The customer stated that the pump was exposed to a full body scan at the airport. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.